Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with an unspecified textured saline breast implant explant experienced right sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 375cc mentor smooth round moderate plus profile saline breast implant on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on 9/25/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the pictured device was completed by the failure analysis lab on 10/14/2020. Device evaluation summary: according to the information reported, a deflation occurred in the breast implant. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Without the benefit of additional evaluation, no further conclusion as to the cause of the rent can be determined at this time. Manufacturer¿s reference number: (B)(4).